Event description:
On attempting to place drainage tube, from boston scientific, unable to use catheter due to inner lumen being blocked by white plastic. This has happened numerous times in past two months. Of note, the catheter has a tip protecter that slides out of the tip prior to use. The protecter was found to be snapped off in the lumen while still in the packaging leaving the lumen blocked. This has happened to numerous catheters sizes #10 fr and #8 fr.